Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 rmt system (model# m-5830-01, serial# unknown); brk xs transseptal needle (model# unknown, lot# unknown); st. Jude medical agilis 8.5 fr sheath (model# unknown, lot# unknown); st. Jude medical sl3 sheath (model# unknown, lot# unknown). Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial tachycardia and left atrial flutter (at/afl) with a thermocool smart touch sf bidirectional catheter and suffered cardiac tamponade and cardiac arrest (requiring pericardiocentesis). During the procedure, a software crash occurred. The system displayed a pop-up window with the following messages: "the nvdia opengl driver detected a problem with the display driver and is unable to continue. The application must close. Error code 8." And ¿the carto3 application must restart. Please wait while the system completes this process." The carto was restarted, and all modules reloaded. The user was able to continue with the mapping/ablation. No further issues/errors occurred. The procedure delayed for 10 minutes. It was also reported that an unspecified point, the patient had a cardiac arrest because of a cardiac tamponade. Pericardiocentesis was performed to remove 300ml of fluid from the pericardium. The patient was transferred to the cardiothoracic intensive care unit and was reported to be in stable condition after pericardial drainage. Three days of extended hospitalization were required as a result of the adverse event. There were no factors cited that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that the perforation could have been caused by the transseptal needle or the catheter, he does not believe the perforation occurred during the system restart. Transseptal puncture was performed with a brk xs transseptal needle and an st. Jude medical agilis 8.5 fr and st. Jude medical sl3 sheaths. The transseptal was not performed under transesophageal echocardiogram (toe). The generator was used in 30-40 watts in the left atrium and 10-40 watts in the right atrium with a the temperature cut- off at 40 degrees celsius and impedance cut-off at 250 ohms, minimum 50 ohms and delta at 100. The impedance was observed on the real time graph on the carto screen, there was a big drop of 30 ohms. The physician was notified and the ablation ceased. The catheter irrigation was set at 15ml/min flow rate at 31-40 watts of power and 8ml/min flow rate at 10-31 watts of power. Isuprel was administered during the procedure to induce tachycardia. Patient was administered 13000 units of heparin to prevent clots forming in the left atrium. The activated clotting time (act) was maintained at >350 seconds. It is not known if the smarttouch was in close proximity of another catheter as the patient coughed. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system indicated to re-zero the catheter after the error and the system re-started.